Event description:
It was reported that the customer was hospitalized for high blood glucose. It was also stated that the nurse performed the testing on the insulin pump and it functioned properly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.